Event description:
It was reported to medtronic neurosurgery that a patient's strata ii shunt "spontaneously" change from pressure level setting 2.5 to 1.5. This led to csf over drainage, and the patient experienced a subdural bleed. It was also reported that the patient recently started using hearing aids.

Manufacturer narrative:
The product was unavailable for return as it is still implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting. All valves are 100% tested at the time of manufacture.